Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however there was blood on the tip electrode and there was blood/body fluid on the distal conductor (not obstructed); full lead returned and analyzed.

Event description:
It was reported that the lv (left ventricular) lead was found to be in the pocket due to the patient twiddling. The lead was explanted and replaced. No patient complications have been reported as a result of this event.